Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is confirmed by the attached picture, which shows the cable wrapping the tube many times. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On 17 march 2025, it was reported by a sales representative via email that an ar-1600m 3-point shoulder distraction system was reported to have the cable being too long. The cable was wrapped around a post to make it shorter. This occurred on (B)(6) 2025 in stars during a shoulder labral repair. The case was completed successfully using the device with the cable wrapped around the post to shorten it. There was case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.